Event description:
The sales representative reported on behalf of the customer that the smi-02ap was used during a rotator cuff repair on approximately (B)(6) 2021 when it was reported ¿when using the passer to bite down on the tendon so as to pass the suture the tip snapped off¿. The procedure was reported as being completed as planned with a 2-minute delay while an alternate ¿passer¿ was used. There was no report of injury, medical intervention, or hospitalization reported for the patient or the user. Further assessment questioning found that a component of the device fell into the patient and was retrieved immediately by the surgeon. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The returned used device was evaluated and found the lower jaw is broken off with no other signs of damage. The mechanisms feel normal and there is no noticeable bend in the devices shaft. Needle loads into suture passer with no issue noted. Broken lower jaw was not returned for evaluation. A device history record review was requested from the manufacturer; however, has not been provided to date. Although this is a reusable device, it is not serviceable. Therefore, a service history is not available for review. (B)(4). Per the instructions for use, the user is advised to avoid lateral stresses to the instrument or device function may be compromised. If the suture passer kinks during use, immediately discontinue use and discard. There is an increased risk of needle breakage and unintentional patient injury may result. Prior to use, inspect instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the (B)(4) was used during a rotator cuff repair on approximately 29jul21 when it was reported ¿when using the passer to bite down on the tendon so as to pass the suture the tip snapped off¿. The procedure was reported as being completed as planned with a 2-minute delay while an alternate ¿passer¿ was used. There was no report of injury, medical intervention, or hospitalization reported for the patient or the user. Further assessment questioning found that a component of the device fell into the patient and was retrieved immediately by the surgeon. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.